Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hypoglycaemia on (B)(6) 2025. The patient's blood glucose levels declined to 35 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness and vomiting. The patient was on a flight during the event. Initially, they self-treated with juice and glucagon before the plane made an emergency landing and they were taken to hospital by paramedics. While in the ambulance they were treated with glucose. Once at the hospital, they were given intravenous treatment and were monitored for 8 hours. The patient reports being advised to stay overnight by healthcare professionals for additional monitoring but they self-discharged against medical advice.